Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a uteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the outer lumen of the access sheath broke in half when coated with water. The procedure was completed with another navigator hd access sheath device. There were no patient complications reported as a result of this event.